Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a primary audible alarm error and acu watchdog error occurred. Functional testing was unable to replicate the reported issue. The pump did not have an error upon tuning on and multiple turn on/off to duplicate the error. Upon checking the loudness level, it was set to level 1 which needed to be at level 2. The root cause was determined to be the alarm loudness at level 1 and malfunctioning speaker. The speaker was replaced and loudness level set to 2. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Our gateway attempted to process this and ran into a connection issue on 4/5. This caused the submission to fail.our gateway attempted to process this and ran into a connection issue on 4/5. This caused the submission to fail.

Event description:
It was reported that the device exhibited multiple error messages. There was unknown patient involvement and unknown patient harm.